Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.

Event description:
On (B)(6) 2012 variax fibula operation was performed. When cortical screw was inserted into the bone, the screw broke right under the head. The part of screw shaft was left in the bone.